Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 16:08:58. During night drain cycle eight, the patient's ultrafiltration reading was 435ml, indicating the home patient (hp) drained 435ml more than their maximum programmed fill volume of 550ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up will be sent.